Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and there were no anomalies noted to the polytetrafluoroethylene (ptfe) coating. The guidewire hydrophilic coating was examined and the coating is present on the guidewire and meets visual specifications. Functional testing revealed that the guidewire dimensions were determined to be within specification. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed as the coating met specifications, therefore a cause of not confirmed will be assigned to the investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during preparation, the polytetrafluoroethylene (ptfe) coating of the subject guidewire was observed to be peeling. There were no reported clinical consequences to the patient.

Event description:
It was reported that during preparation, the polytetrafluoroethylene (ptfe) coating of the subject guidewire was observed to be peeling. There were no reported clinical consequences to the patient.